Event description:
The ventilator has been provided to home by MFR. This particular vent is the 5th one of the same make/model in this home since 11/2006. The issue has been that it will not hold a charge when in battery mode. The respiratory therapist from MFR has been unsuccessfully dealing with newport medical regarding this issue. On 05/10, at 1:30 pm, the vent read 40% charged, when the alarm went off and after 2 minutes. The vent shut itself off. It was then plugged in to recharge. At 4:55 pm, the vent read 90% charged and client left her home with her nurse to go outdoors. At 5:30 pm without any alarm sounding or any other forewarning, the vent shut itself off. The client then required to be ventilated via ambu bag x 10-12 min while a second person was sought to assist in getting the client in her electric wheelchair into the house where ventilator could be plugged back in.